Event description:
It was reported that an unexpected reset occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer didn't take any corrective action to resolve elevated bg level. Reportedly, the customer continued to use the pump for insulin therapy.